Event description:
The international customer reported the ventilator battery would not charge. The customer reported there was no patient involvement. The service provider confirmed the reported problem and reported the power management pcb board will be replaced.